Event description:
It was reported the patient experienced decreased wound healing at the burr hole cover site. Cultures were taken and were positive for cutibacterium. In turn, patient was given IV antibiotics and the product was explanted. The wound has healed.